Event description:
It was reported to philips that the device experienced a charge failure during operational testing. There was no reported patient involvement or adverse patient / user impact as a result of the alleged failure.